Event description:
It was reported that the handle broke off. The device was then fired and subsequently the device cut, but did not staple. The case was completed with a similar device with no patient consequence.